Event description:
On (B)(6) 2012, it was reported that the patient experienced occlusions with two different infusion sets. The patient changed the infusion site and infusion set after the first occlusion, but it occluded again after the change. His blood glucose level rose to 32 mmol/l (576 mg/dl). The patient¿s father thinks the occlusion is taking place near the adapter; he thinks the occlusion is due to crystallization of leaked insulin. The patient corrected the elevated blood glucose via injection of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
A visual inspection and tests for flow, leak, connector and click were performed on the returned used head sets. All test results were within specifications. The reference samples were visually inspected and tested for flow, leak, connector and click. All test results were within specifications.